Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient's ins was replaced due to normal battery depletion. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient encountered a por message on the patient programmer. The patient called their healthcare provider to report the por message.the patient was experiencing urinary urgency and frequency. The healthcare provider and patient were aware that the ins needed to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.